Manufacturer narrative:
Inspected three random sealed reservoirs and three opened used reservoirs. Manual prime test and high-pressure test were performed and the reservoirs passed the tests. No leaks or defects in the o-rings were observed during analysis and all the reservoirs were connected and locked in place properly.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The mother stated that she changed the reservoirs several times and the insulin pump alarmed repeatedly no delivery. No further info was reported.